Event description:
The customer reported that during the procedure, there was a leak from the plasma bag tubing and the operator got plasma in her face. Patient (operator) ID, age, and weight are not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury occurred.

Manufacturer narrative:
Investigation: the luer and associated tubing were received for investigation. Upon visual inspection, dried blood was noted around the luer. The press fit was intact. There was no looseness noted with the press fit. There was no leak path noted, and no holes or tears were found in the tubing. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the results of the investigation completed on the returned disposable set, suggest that the root cause could have been contributed to the leur press fit connector not fully being seated during the procedure.

Event description:
The customer declined to provide the patient's weight.